Event description:
Follow-up information revealed the reported issue has now resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient was receiving stimulation coverage in the incorrect area. The patient stated she received stimulation coverage in the front of her legs; however, the patient's targeted area of pain is the back of her legs. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where her lead was explanted and replaced. It was noted during the procedure, the patient's ipg was electively explanted and replaced as well.